Event description:
The device was explanted when it could not be interrogated. Numerous programmers and telemetry wands were used, and the patient was moved to a different room in attempts to communicate with the device. Communication was never achieved. It was noted that the patient had not been to a follow-up in four years.